Event description:
Procedure: inguinal hernia repair. According to the reporter, in (B)(6) 2014, the patient underwent an inguinal hernia repair. Following the procedure, the patient has experienced extreme pain, the mesh has rolled up and scar tissue has formed around the device. The patient has been on pain medication consistently since the procedure. The patient stated that two doctors have determined the reported problem to be related to the mesh. A 4-6 inch band in the operative area (believed to be scar tissue or mesh) was identified. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).